Manufacturer narrative:
The heartmate 3 lvas instructions for use (IFU) explains all pump parameters. This document and the heartmate 3 patient handbook explain all system alarms, including the lvad fault alarm, and the recommended actions associated with them. Both of these documents also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Evaluation of the submitted log files confirmed the report of lvad fault alarms; however, a specific cause for the events could not be conclusively determined through this evaluation. The controller event log file contained data from 09dec2018 to 10dec2018. The pump was set to a fixed speed of 5100 rpm the low speed limit was set to 4900 rpm. The submitted log file captured an lvad internal fault alarm on (B)(6) 2018 at 12:08 pm and 12:09 pm. These events corresponded to the pump speed, calculated flow and average pi being captured at 0, however, these events were not true pump stops but rather false indications due to the lvad fault. The account reported that the patient was asymptomatic during the reported event. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device - 8 months, 10 days. The pump remains implanted and the patient continues on vad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that an lvad fault advisory was noted during interrogation of the patient's lvad system. The patient was asymptomatic. The log file submitted to the manufacturer's technical services for analysis confirmed the reported alarm. No further information was provided.